Manufacturer narrative:
The pst cable was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia.

Event description:
Site reported one of three patient sensor triplet (pst) sensors was not detected during an enb procedure. The site did not have another pst cable for troubleshooting and therefore the physician cancelled the case. The patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event.